Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: an unknown date in the year 1988, patient fractured neck in a motor vehicle accident & underwent neck surgery. On (B)(6) 2004: the patient experienced left ankle sprain. No fracture or dislocation identified. On (B)(6) 2006: patient experienced mild tenderness at right side of neck. On (B)(6) 2007: patient presented for an office visit for evaluation of neck. On (B)(6) 2007: patient claimed that he had surgery last year for tendon damage. Since then he had experienced a permanent fixed flexion. Patient had taken a fall today & hyperextended & was in severe pain. No crush injury but possible tendon damage. An unknown date in (B)(6) 2007: the patient had sore back following shoveling gravel at work. On (B)(6) 2007: patient presented for an office visit. On (B)(6) 2007: patient reported back pain radiating down left leg. On (B)(6) 2007: patient presented for an office visit for his back. On (B)(6) 2007: patient presented for an office visit & his back was getting better. On (B)(6) 2007: patient's back pain was nearly back to normal & he underwent physiotherapy. On (B)(6) 2007: the patient was suffering sore back from shoveling gravel at work. Patient had rested over the weekend but the back pain did not get better. Doctor's explanation was a tender right paravertebral region. It was tender with a flexion of his back. On (B)(6) 2008: patient suffered from pneumonia. An unknown date in (B)(6) 2010: the patient experienced lower back pain at work. On (B)(6) 2010: diagnostic imaging was requested for a CT of the patient's spine, lumbar (lower back pain). The patient had radiculopathic pain in his lower limb. Patient experienced a recurrence of lower back pain. History of four days of increasing pain in right leg while walking. Patient said this happened when he straightened up from a bent position & that the pain was the same as the last time. Patient requires physio & CT for lower back. On (B)(6) 2010: the patient underwent CT lumbosacral spine (without contrast) - due to lower back pain radiating into the lower limbs. Conclusion: slight loss of disc height at l4/5 in keeping with the early disc degeneration. On (B)(6) 2010: patient's pain was getting much better. There was not much pain in the morning but some pain in the afternoon. On (B)(6) 2010: the patient's lower back pain started at work again & was gradually getting better. On (B)(6) 2010: the patient presented for an office visit. An unknown date in (B)(6) 2011: the patient sprained his ankle at work. An unknown date in (B)(6) 2011: the patient experienced a flare up of lower back pain, & continued to be totally incapacitated for work. On (B)(6) 2011: patient experienced a flare up of his lower back pain. Patient has had it before & had to get physiotherapy & take pain killers. On (B)(6) 2011: patient's lower back pain was getting better. On (B)(6) 2011: patient's back pain had gotten worse over the weekend. On (B)(6) 2011: the patient underwent CT lumbar spine due to persistent lower back pain. Conclusion: subtle loss of disc height & generalised posterior annular bulging of the l4/5 & l5/s1 discs but no focal disc protrusion, central spinal canal or neural foraminal narrowing & no definite lumbar nerve root impingement. No pars defect, spondylolisthesis or fracture identified. No significant facet joint degenerative change. On (B)(6) 2011: a review of the CT back scan showed that the patient's back pain is not from the bone joint but more likely muscular & tendon related. On (B)(6) 2011: patient's back was getting better. On (B)(6) 2011: patient was experiencing ongoing lower back pain. On (B)(6) 2011: the patient presented for an office visit where he was provided with two cortisone injections to lower back with little relief of symptoms. On (B)(6) 2011: the patient experienced back pain. On (B)(6) 2011: the patient presented for an office visit & received another injection into his lower back. This injection did not help with the pain. Patient was referred to an orthopaedic surgeon. On (B)(6) 2011: the patient's back pain had worsened since (B)(6) last year after lifting heavy sample bags. Current attack occurred while lifting heavy equipment on (B)(6) 2011: the patient underwent CT guided left sacroiliac joint injection. Celestone chronodose & bupivacaine were injected into the posterior margin of the left sacroiliac joint. On (B)(6) 2011: patient had persistent lower back pain which was not getting better despite injections into his sacroiliac joint. On (B)(6) 2011: the patient's doctor stated that he considered the patient's problem to be a musculoligamentous strain with core instability. His plan was to progress the patient's active rom & core lumbar/pelvic strengthening with treatments including manual therapy, ultrasounds, therapeutic exercises & stretches, hydrotherapy, & a home program for flexibility & core strengthening. He recommended the patient to a gym-based strengthening program when his symptoms settle further. On (B)(6) 2011: the patient presented for an office visit & was prescribed panadiene forte & a new CT scan. The patient had received physiotherapy & had improved. His back was still painful. The patient informed his doctor that he has had previous back problems & two previous work-related injuries. In (B)(6) 2007, he had a back-related injury while he was in (B)(6) & another back-related injury in (B)(6) 2010 when he was in (B)(6). Both of these injuries were treated conservatively & improved. CT scan done on (B)(6) 2011 showed l4/5 loss of disc height suggesting early degeneration. CT scan done on (B)(6) 2011 showed annular bulges at the last two levels but no protrusion. Clinically he has some muscle spasms but is almost able to touch his toes. He has diffused tenderness in the lower back. The straight leg rising test is negative & there is no neurological deficit in the lower limbs. On (B)(6) 2011: patient presented for an office visit but did not respond to injection of sacroiliac joint. Patient was told he had a degeneration of disc & oa of disc. Diagnostic imaging requested was an MRI of his spine, lumbar, lower back pain. On (B)(6) 2011: the patient underwent MRI of the lumbar spine due to injury. Conclusion: degenerative disc disease at l4/5 & l5/s1 with a broad based non-neutral compressive annular disc bulge at l4/5. On (B)(6) 2011: patient's doctor advised that the MRI of the lumbar spine demonstrated a broad based disc bulge at l4/5 & degenerative changes at l4/5 & l5/s1. There was no compression on the nerves. The doctor concluded the patient had an aggravation of pre-existing degenerative disc disease which would settle in due course. On (B)(6) 2011: the patient underwent CT guided facet joint injection, l4 & l5 facet joint inflammation. Patient was doing okay with his light duties at work. Patient would like to try facet joint injection. Patient has had sacroiliac joint injections which did not seem to help. On (B)(6) 2011: patient had not improved & left sided posterior hip & pelvic pain persisted. The doctor thought this related to a sacroiliac joint dysfunction & arranged a sacroiliac joint injection under CT. On (B)(6) 2011: the patient underwent CT guided left l4/5 facet joint injection. Celestone chronodose & marcain were injected into the left l4/5 facet joints. On (B)(6) 2011: patient had hurt his back again by leaning forward. Pain is 8 out of 10. On (B)(6) 2011: the patient went to see the chiropractor & was told he had a fracture which has now healed & fused over. Doctor suggested the patient to see a different specialist. On (B)(6) 2011: the patient was repeatedly lifting 25 kg drums from the back of a truck when he twisted his back in (B)(6) 2011, resulting in severe low lumbar pain on the left side which persisted, although the injury improved significantly. The patient rated his pain as 2 out of 10 & was improving. The patient experienced intermittent pain in the posterior aspect of the left thigh & also some pain in the left groin & left anterior thigh. The only notably pathological finding is that of left-sided l4/5 facet joint arthroplasty. The patient had previously had a good but transient response to an l4/5 facet block. There was some spontaneous fusion of the upper portion of the left sacroiliac joint. This may stem from a previous iliac crest bone graft that was taken to treat a cervical spine fracture when the patient was younger. The doctor expected a good prognosis & that the patient's recovery should continue. The patient did not require any surgical intervention & the doctor suggested ongoing physiotherapy, light duties in the workplace & non-steroidal anti-inflammatory drugs. On (B)(6) 2012: the patient underwent a CT guided left l4/5 facet joint injection. On (B)(6) 2012: the patient had seen the doctor & there was no need for surgery & the patient's back was expected to get better. It was advised that he continue light duties & physiotherapy. On (B)(6) 2012: patient went back to work two weeks ago & had re-injured his back. Patient had been pulling on a cord which did not take much to trigger his back. Doctor suggested a review by another specialist & that the patient should lose some weight. On (B)(6) 2012: the patient underwent MRI of the lumbar spine due to back & left lower limb pain. There was narrowing & loss of hydration of the l4/5 & l5/s1 discs consistent with chronic degenerative disc disease. There has been further slight loss of disc height at both levels when compared to previous study dated (B)(6) 2011. All remaining lumbar discs are of normal height & spinal intensity. At the l4/5 level there is posterior annular bulging of the disc with a shallow central disc protrusion with impresses the thecal sac interiorly & abuts the forming l5 nerve root with no significant nerve root displacement or compression on either side. At the l5/s1 level, there is posterior annular bulging of the disc, slightly more prominent on the right with disc material abutting the forming right s1 nerve root with no nerve root compression. The neutral exit foramina are widely patent. The spinal canal & lateral recesses are of normal dimensions at all levels. Comment: l4/5 & l5/s1 disc degeneration with disc narrowing & loss of hydration. Posterior annular bulging of the l4/5 disc with shallow central disc protrusion abutting the forming l5 nerve roots bilaterally with no nerve root displacement or compression. Posterior annular bulging of the l5/s1 disc, slightly more prominent on the right with disc material abutting the forming right s1 nerve root with no nerve root displacement or compression. Mild to moderate apophyseal joint degenerative change bilaterally at the l3/4 & l4/5 levels with minor changes at the l5/s1 level. On (B)(6) 2012: doctor reviewed patient's MRI & scan report which showed facet joint degeneration & disc bulge. However this was not compromising the nerve root. On (B)(6) 2012: patient had ongoing lower back pain. On (B)(6) 2012: the patient had gone back to see the physiotherapist & was doing hydration therapy. On (B)(6) 2012: patient was doing well with physiotherapist & had continuous traction which was relieving his pain. On (B)(6) 2012: patient was recovering slowly & was in less pain than before. On (B)(6) 2012: patient had lower back pain. The doctor suspected that it was a musculo-ligamentous rather than due to the discs or nerves in his spine. The patient had a transient response to the left l4/5 facet joint injection & it may be worth him having a radio frequency lesion done. The patient was advised to continue with physiotherapy. On (B)(6) 2012: patient's doctor stated that the patient's pain seems to be musculo-ligamentous in origin. The doctor stated that he had referred the patient for a rf lesion. On (B)(6) 2012: the patient underwent CT guided left l4/5 facetal radio frequency ablation. A needle was advanced adjacent to the left l4/5 facet joint in relation to the medial branch. Radio frequency ablation was then performed. On (B)(6) 2012: patient had nerve ablation, a radiofrequency procedure used to reduce pain. He had not experienced much improvement. Patient had gone to see the neurologist. On (B)(6) 2012: patient had seen the doctor & there was not much more that he could do. Patient has been referred to a chronic pain clinic. Patient was advised to continue physiotherapy. His back pain was mainly when he bent forward. On (B)(6) 2012: patient had four visits to doctor relating to back pain & was seeing a pain specialist. On (B)(6) 2012: patient underwent x-ray thoracolumbar spine & pelvis. Findings: there is a mild disc space narrowing at the l4/l5 level & a moderately severe disc space narrowing at the l5/s1 level. The remainder of the lumbar intervertebral disc height & the thoracic vertebral body heights are maintained. There is very minor early anterior osteophytes lipping throughout the thoracic spine & at the l4/l5 & l5/s1 levels. On (B)(6) 2012: patient underwent CT guided left l3/4 medial nerve block. Marcain was injected immediately lateral to the left l3/4 facet joint immediately above the l4 transverse process. On (B)(6) 2012: CT scan of the abdomen & pelvis report was received by the patient's doctor. No intra-abdominal pathology is detected. Broad based annular bulge at l4/5, more so on the left, which narrows the left subarticular recess & left exit foramen. On (B)(6) 2012: patient underwent medial branch block left l4/5 facet. Marcain was injected to anaesthetise the terminal branches of the medial branch. On (B)(6) 2012: patient underwent CT scan of the abdomen & pelvis due to persistent lower pain. Comment: broad based annular bulge at l4/5, more so on the left, which narrows the left subarticular recess & left exit foramen. This could encroach upon the exiting left l4 & descending left l5 nerve roots. On (B)(6) 2012: patient's back pain has flared up again & was immobilised. In view of his recurrent pain, doctor suggested CT scan of back & another neurosurgeon opinion. Doctor explained acute spinal cord compression. Diagnostic imaging requested was, CT scan of spine, lumbar, persistent lower back pain. On (B)(6) 2012: patient's CT lumbar spine results were reviewed. Broad based disc bulging & posterocentral disc protrusion is noted at l4/l5 & broad based disc bulging together with a minor right paracentral disc protrusion is noted at l5/s1. While there is no disc encroachment upon the forming l5 & s1 nerve root, there is no conclusive evidence of associated radiculopathy. There does however appear to be a sequestrated left paracentral & foramina disc fragment just superior to the left level of the l4/5 intervertebral disc. The sequestrated disc fragment appears to be compressing the exiting left l4 nerve root at the left lateral recess & within the left intervertebral foramen. This is thought to account for the patient's acute left-sided clinical symptoms. On (B)(6) 2012: patient underwent CT scan which shows some mild degenerative change at l4/l5 & l5/s1. The doctor stated that he believes eves a lot of the patient's pain was from muscle spasms at the moment & doubts whether there was much that he could do to help & recommended a short course of valium. He clarified that the MRI does suggest a foraminal disc prolapse & recommended that another MRI scan be performed. On (B)(6) 2012: patient had seen his neurosurgeon. Patient was told that pain was muscle related. Specialist reviewed CT scan & did not think there was anything he could do. He did not think an operation would help because it was muscular pain. Suggests the patient get an MRI & go see a pain specialist. On (B)(6) 2012: patient underwent MRI lumbar spine due to lower back pain, foraminal disc protrusion. Conclusion: degenerative disc disease at l4/5 with disc desiccation, moderate loss of disc height & a left paracentral/foraminal disc protrusion producing compression of the exiting left l4 nerve & mild compression of the forming left l5 nerve. On (B)(6) 2012: MRI suggested that the patient has a compression of nerve root on l4 level. Patient was going to see a pain specialist in two days. On (B)(6) 2012: patient had CT guided l5/s1 injection. Marcain was injected into the l5/s1 facet joints. The patient was unable to lie still prior to the procedure. On (B)(6) 2012: the doctor stated that the patient's symptoms seem to be worsening in his left lateral thigh & that it seemed to be a l4 distribution. The latest MRI does seem to indicate disc prolapse pressing on nerve root. On (B)(6) 2012: patient was complaining of severe left-sided leg pain in the l4 distribution & was using a crutch to get around. The recent MRI showed a foraminal disc protrusion at l4 to l5 causing l4 nerve root compression & although the patient did not bring his scans, there was nothing as bad as this on previous imaging. The doctor stated that the patient's injuries originally stemmed from a work-related injury & that overall, the pathology was related to the original work injury. The options were explained to the patient by the doctor & include ongoing conservative treatment, an l4 nerve root block which he has had in the past or surgery, in his case, the most appropriate operation would be an l4/5 discectomy & tlif/pedicle screw fusion. The doctor explained to the patient that the operation would have a good chance of helping him, but that it would not be guaranteed & that there would be some risks associated with it, including ongoing back pain, ongoing leg pain, infection, haemorrhaging, csf leaks, nerve damage leading to permanent problems, need for further surgery including fusion at other levels, revision of hardware, general problems such as heart & lung disease, drug & anaesthetic reactions, dvt & thromboembolism, etc. The patient seemed happy to accept these risks & proceeded for surgery. On (B)(6) 2012: the doctor suggested that the patient needed his facet joint cut out which should be replaced with a screw & rod. On (B)(6) 2012: the patient developed severe radicular left lower limb pain & had since seen the doctor. An MRI shows that the patient had developed an l4/5 disc prolapse, the fragment having passed superiorly behind the body of l4 & laterally into the intervertebral foramen. There was severe compression of his exiting l4 nerve root. He had a segmental injury at l4/5 with injury to the disc & the facet joints. Subsequently the disc had 'failed' with a free disc fragment prolapsing. The patient was in severe pain & the doctor recommended an l4/5 discectomy combined with interbody fusion. On (B)(6) 2012: the patient underwent left l4 nerve root block - under CT guidance. A gauge needle was used to inject a combination of celestone & marcain about the exiting left l4 nerve. On (B)(6) 2012: the patient reported severe back pain radiating down his leg. An MRI showed nerve irritation. On (B)(6) 2012: the patient underwent following procedure: minimally invasive transforaminal lumbar inter-body fusion l4/5. Findings: l4/5 disc degeneration & prolapse disc fragment. Lower back & left lumbar pain. Implants were used. Using a navigated, percutaneous, emg-monitored technique, pedicle screws were placed into l4 & l5 on the right side. On the left, the pedicles were cannulated & the k-wires left in position. Via a 20mm tube, the left l4/5 facet joint was resected, the disc excised & the plates prepared. A 12x 26mm cage was placed, containing rh-bmp2/acs & local bone. The lamina of l4 was resected more superiorly & the disc fragment delivered & resected. The pedicle screw insertion on the left was completed, the rods & sets screws placed & the o-arm used to confirm satisfactory implant placement. On (B)(6) 2012: patient presented for follow-up & reported severe back pain. On (B)(6) 2012: patient presented for follow up & reported that he was experiencing numbness in his lateral thigh. On (B)(6) 2012: patient presented for follow up. On (B)(6) 2012: patient presented for follow-up & reported severe back pain. On (B)(6) 2012: patient presented for pain management & reported back pain. On (B)(6) 2012: patient presented for follow-up & reported severe back pain after physiotherapy sessions. On (B)(6) 2012: patient presented for follow-up after minimally invasive fusion at l4/5 in (B)(6). Patient underwent CT lumbosacral spine. The patient had ongoing pain which was slow to settle. Posterior pedicular screws demonstrated crossing the l4/5 intervertebral level & an intervertebral spacer has been placed in situ. No osseous bridging of the intervertebral disc is demonstrated. Both the inferior end place of l4 & superior end place of l5 demonstrate focal areas of osteolysis which also extends into the left pedicle to the level of the left l4/5 facet. No disc material is demonstrated protruding from this level & no spondylolisthesis is demonstrated. The remainder of the intervertebral disc & vertebra are normal. Conclusion: no hardware failure is demonstrated at the l4/5 level. L4/5 end place osteolysis is demonstrated extending into the left pedicle contacting the level l4/5 facet. The appearances have developed since the preoperative CT scan dated (B)(6) 2012 & there may be a role for an MRI to exclude infection as a cause for the osteolysis. No osseous fusion of the intervertebral disc is demonstrated. On (B)(6) 2012: patient reported that he is not improving at all. On (B)(6) 2013: patient presented for follow-up & reported severe back pain. On (B)(6) 2013: patient underwent CT guided left l4 nerve root block - radicular pain, previous l4/5 fusion. A left l4 nerve root block was performed. Bupivacaine injected around the nerve root sheath without immediate complication. On (B)(6) 2013: patient has had a nerve block. On (B)(6) 2013: patient underwent CT lumbar spine. Left-sided recurrent symptoms. Findings: there is a l4/5 disc prosthesis & there are l4 & l5 pedicle screws & interconnecting rods. The pedicle screws do not project into the spinal canal or intervertebral foramina & the disc prosthesis is well positioned with apparent solid l4/5 inter-body fusion achieved. There is mild diffuse posterior bulging of the l5/s1 disc without evidence of focal protrusion or neural compression. Conclusion: moderately severe narrowing of the left l4/5 intervertebral foramen due to heterotopic bone/osteophytic lipping, predominantly arising from the adjacent facet joint. Possible compression of the existing l4 nerve root. No obvious compression of the l5 nerve root. Suggestion of epidural scarring about the left l4 nerve root within the spinal canal extending up to the left l5 pedicle screw. On (B)(6) 2013: patient underwent x-ray lumbar spine. Bone graft inserted into the disc space at l4/5 with pedicle screws & connecting rods seen on either side of midline, affixing vertebral bodies & posterior elements of the l4 & l5 vertebra. The alignment was satisfactory. Spondylosis involving vertebral body end plates, but there was no further marked disc space narrowing at any level. No complication of the recent surgery. On (B)(6) 2013: patient had experienced a flare-up of his back pain as he was knocked by a reversing car last week. Patient had been to a hospital. There was no serious injury but will need stronger painkillers. On (B)(6) 2013: patient underwent CT lumbosacral spine - to check foraminal decompression after revision l4/5 fusion surgery. Findings: l4/5 fusion fixated with pedicle screws & rods. Hardware in satisfactory position. Disc spacer present. Evidence of previous left foraminal decompression at l4/5 level. Soft tissue density material fills the intervertebral foramen extending into the left epidural space post surgery. This approximates left l4 & l5 nerve roots. This presumably reflects post surgical granulation tissue. The upper lumbar discs are unremarkable. Disc bulging l3/4 level. Disc bulging again seen l5/s1 level with no focal disc protrusion present. L5 & s1 nerve roots are in tact. Conclusion: l4/5 fusion fixated by screws & rods with no complication associated. Disc spacer in good position. Post surgical changes at l4/5 intervertebral foraminotomy. Soft tissue density material fills the intervertebral foramen consistent with post surgical change. This does involve the left l4 & l5 nerve roots. On (B)(6) 2013: patient presented for an office visit. On (B)(6) 2013: patient presented for follow-up & reported severe back pain. On (B)(6) 2013: patient presented for follow-up & reported severe back pain. On (B)(6) 2013: patient presented for follow-up & reported severe back pain. On (B)(6) 2013: patient underwent CT of the lumbar spine. There was a posterior lumbar intervertebral disc fusion at the l4/5 level with posterior pedicular screws across the l4/5 & l5 ligaments. The position of the pedicular screws was optimal with no complication evident. There was no bridging bone identified along the posterior elements. There was an intervertebral disc space at l4/5 with maintenance of disc height with some bridging bone identified posteriorly. There was subchondral sclerosis. There were no subchondral cystic lucencies & no linear defect through the bridging bone. The soft tissue density in the left l4/5 foramen was likely unchanged & was likely to represent scar tissue. This may be producing entrapment of the exiting l4 nerve root. On (B)(6) 2013: patient underwent CT of the lumbar spine - there was a posterior lumbar intervertebral disc fusion at the l4/5 level with posterior pedicular screws across the l4/5 & l5 segments. The position of the pedicular screws was optimal with no complication evident. There was no bridging bone identified along the posterior elements. There was an intervertebral disc space at l4/5 with maintenance of disc height with some bridging bone identified posteriorly. There was subchondral sclerosis. At l4/5 there was significant beam hardening artefact which degraded the images. Bony foramina did not appear stenotic but there was a soft tissue density in the left exit foramen around the l4 nerve root which may represent scar tissue. The right l4 nerve root appeared to exit normally. The lateral recesses were normal. At l4/s1 the spinal canal & lateral recesses were normal. There were degenerative changes in both sacroiliac joints. Comparison with the study from (B)(6) 2013 shows no significant interval change in the appearance of the posterior fusion & the degree of bridging bone present. The soft tissue density in the left l4/5 foramen was likely unchanged & was likely to represent scar tissue. On (B)(6) 2013: patient presented for follow-up & reported severe back pain. On (B)(6) 2013: patient presented for follow-up & reported severe back pain with radiation to the left lower limb. A recent MRI showed foraminal disc bulging & further injections were recommended (B)(6) 2013: patient underwent CT guided nerve root injection (B)(6) 2013: patient presented for follow-up & reported severe back pain. On (B)(6) 2013: patient presented for follow-up & reported severe back pain. On (B)(6) 2013: patient visited neurosurgeon. On (B)(6) 2014: patient was admitted to the hospital for severe back pain. On (B)(6) 2014: patient underwent x-ray, MRI & bone scan. On (B)(6) 2014: the patient had a management problem of severe left l4 radiculopathy & chronic lower back pain. The patient initially injured his lower back hauling 25kg drums on tray utility truck in (B)(6) 2011. Initially his back pain was managed conservatively with rest & physiotherapy. Initial imaging showed degenerative disc disease in the lower lumbar spine l4/5 & l5/s with a broad based annular disc bulge at l4/5. The patient reinjured his back upon return to work. In (B)(6) 2012 the patient returned to work & reinjured his lower back. In (B)(6) 2012 the patient presented to the hospital & was referred to surgery. Process imaging demonstrated sequestered left paracentral disc with foraminal disc fragment compressing the exiting left l4 nerve root at the lateral recess & intervertebral foramen. In (B)(6) 2012 the patient proceeded to surgery having an operation which consisted of a l4/5 instrumented fusion & discectomy. His post operative course was complicated by ongoing lower back pain & severe left side radiculopathy. In (B)(6) 2012 he was seen by doctor for a second opinion. Process imaging demonstrated post surgical changes, bony hyperostosis & abnormal soft tissue with restenosis of the left l4 exit foramen & displacement of the left l4 nerve root & residual disc bulge. In (B)(6) 2013 the patient proceeded to a l4/5 left foraminal decompression. This initially improved his left pain. Six weeks post surgery the patient was involved in a motor vehicle accident. The patient had ongoing severe l4 radiculopathy. Process imaging continued to demonstrate post surgical changes at l4/5 with ongoing presence of abnormal soft tissue in the left exit foramen with displacement of the left l4 nerve root likely scarring & granulation tissue. The patient was referred to the pain management program. On (B)(6) 2014: as per letter from surgeon from neurosurgeon, the doctor stated that the patient had persistent moderate to severe lower back pain & a left l4/5 radiculopathy. The patient's left leg was numb & he had a continuous ache in his back with tightness. The patient was calculated as having a 28% whole person impairment rating. An MRI of the lumbar spine showed soft tissue within the left l4/5 neural exert with impingement on the left l4 nerve root & previous discectomy & posterior fusion at l4/5. The patient had conflicting recommendations for his care, conservative versus surgical management. On (B)(6) 2014: patient was referred to pain specialist. On (B)(6) 2014: doctor commented that the patient had persistent severe lower back pain & left l4 radiculopathy. His leg remained numb & had a continuous ache in the back with tightness. The patient was awaiting a trial & implantation of a spinal cord stimulator. On (B)(6) 2014: as per letter from surgeon to neurosurgeon, the patient had ongoing persistent severe to moderate lower back pain & left l4 radiculopathy. The patient was awaiting & trial & implantation of a spinal cord stimulator. On (B)(6) 2014: patient still had back pain. On (B)(6) 2014: patient has had spinal cord stimulator inserted for left l4 nerve root foraminal stenosis. On (B)(6) 2014: patient had chronic pain & needed severe painkillers. On (B)(6) 2015: the stimulator was explanted. The stimulator was unacceptable, producing severe dysestethic pain in the left groin. On (B)(6) 2015: patient had persistent severe lower back pain & left l4 radiculopathy. The patient was unable to lie on his left hand side .the patient had a spinal cord stimulator implantation in (B)(6) 2014 but there was migration of the lead & this was revised. The patient was unable to obtain coverage over the left lateral thigh or below the knee. The patient was assessed to have a 33% permanent impairment. The patient also complained of severe muscle spasms in the left leg interrupting sleep & a reduced libido & sexual drive. On (B)(6) 2015: the patient was seen for management of symptoms of low testosterone with serum testosterone mildly reduced at 9.4. The patient had refractory low back pain & l4 radiculopathy. He was on long-term opioid therapy & this was likely the obvious cause for his reduced testosterone levels. On (B)(6) 2015: the patient had persistent moderate back pain & left l4 radiculopathy. On (B)(6) 2015: the patient had persistent moderate to severe lower back pain & left l4 radiculopathy. His leg pain predominated.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
Procedure: l4-5 discectomy combined with interbody fusion it was reported that on (B)(6) 2011, the patient suffered an injury during work, which exacerbated over time. The patient underwent l4-5 discectomy combined with interbody fusion on (B)(6) 2012. Reportedly, rhbmp-2/acs was used in this surgery. Following this surgery, the patient had initial improvement in his symptoms, however these worsened in late 2012. The patient underwent another surgery on (B)(6) 2013. Since this corrective surgery the claimant suffered unremitting and persistent back and left leg pain symptoms. These symptoms had impacted on his ability to undertake activities of daily living and paid employment. He had undergone three further surgeries relating to the insertion of a spinal cord stimulator, without success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: patient was implanted with rh-bmp-2/acs. On (B)(6) 2012: patient reported pain in left lower leg shooting up leg. On (B)(6) 2013: patient underwent left l5 rhizolysis and revision of l4/5 tlif. On (B)(6) 2013: patient presented with exacerbation of low back pain. Chronic low back pain with previous fusion. Constant low back pain and often radiating to left post thigh with medial leg paraesthesia. On (B)(6) 2013: patient presented with backpain. On (B)(6) 2013: an imaging at l4/5 shows the fusion is sound but also shows some bony spurring within the foramen as well as scarring both of which produce posterior displace of the left l4 nerve root. On (B)(6) 2014: patient presented with aggravation of chronic left radicular lumbar pain. Severe burning pain in left leg masking lumbar pain. Patient presented with radicular lumbar pain on left need to exclude cauda equine. On (B)(6) 2014: patient presented with radiculopathy. On (B)(6) 2014: patient underwent CT of lumbar spine. Impression: rod and pedicle screw fixation of l4-5, l4/5 intervertebral disc spacer. Satisfactory alignment with no metalware complications. No acute fracture or dislocation. Soft tissue within the left l4/5 neural foramen with severe foraminal stenosis. L4 exiting nerve root appears thickened compared with the contralateral side possibly representing an oedematous nerve. Left l5 descending nerve root may also be compressed. On (B)(6) 2014: patient underwent MRI of spine lumbo-sacral region: lower part of the foramen also contributing to the foraminal stenosis. There is effacement of the perineural fat and the l4 nerve root is oedematous and swollen. On (B)(6) 2014: patient presented with neuropathic pain and radiculopathy following l4/5 decompression and fusion procedure. Patient had perineural scarring and granulation tissue adjacent to the l4 nerve root. On (B)(6) 2014: patient underwent revision of dorsal column stimulator. Existing ¿dcs¿ position was not adequate to provide the desired effect. On (B)(6) 2014: patient presented with small area in the middle of thoracic wound which appears to have an ulceration. On (B)(6) 2015: patient underwent the procedure for dorsal column stimulator. Patient presented with recurrent disc prolapse. On (B)(6) 2015: patient presented with leaking fluid from scar on his t12-l5 region. Abnormal gait. On (B)(6) 2015: patient presented for follow-up. Patient has persistent to severe low back pain and left l4 radiculopathy. Patient¿s leg pain predominates. On (B)(6) 2016: an MRI lumbosacral spine performed showed small left sided foraminal disc osteophytes which narrow the left neuro foramen and distort the exiting left l4 neve root. On (B)(6) 2015, (B)(6) 2016: patient has severe low back pain and left l4 radiculopathy. On (B)(6) 2017: patient has severe low back pain and left l4 radiculopathy. On (B)(6) 2017: patient has severe low back and neuropathic leg pain. On (B)(6) 2017: patient presented for a follow-up. Patient reported lower back pain, left leg pain and pain in the left foot.